Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and per the session logs dated (B)(6) 2020 at 12:42 the pump spotted for 791 hours and 26 minutes. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of 1.427 mg/day and bupivacaine with concentration 25.0 mg/ml at a dose rate of 3.567 mg/day via an implantable pump for non-malignant pain. It was reported that the logs were read, and a motor stall occurred. As per the logs provided the following occurred: (B)(6) 2019 17:33 ¿ motor stall, (B)(6) 2019 17:40 ¿ motor stall recovery, (B)(6) 2020 11:37 ¿ motor stall, (B)(6) 2020 03:26 ¿ motor stall recovery, (B)(6) 2020 13:46 ¿ motor stall, (B)(6) 2020 13:46 ¿ stopped pump period may exceed tube set. Also, per the logs, elective replacement indicator (eri) was to occur in 16 months as of (B)(6)2020. Environmental/external/patient factors that may have led or contributed to the issue was unknown. No actions were taken to resolve the issue; however, the hcp office was requesting replacement. It was unknown if surgical intervention was to occur. The issue was not resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained / not available. The patient¿s weight and medical history were noted as having been requested but were unknown. No further patient complications have been reported as a result of this event.